Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose was unk. Customer stated he was asleep and may have rolled over on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.